Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor showed to be disconnected for more than a month. While troubleshooting for the disconnected remote monitor, it was found out that the protective pin of the adaptor broke off and remained in the power socket. It was also advised to ask for an electrician to look after the power socket. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: it was reported that the protective pin of the adaptor broke off and remained in the power socket. It was also advised to ask for an electrician to look after the power socket. The power supply is expected to be replaced. The monitor is still in use. No patient complications have been reported as a result of this event. Non-helthcare professional corrections (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the protective pin of the adaptor broke off and remained in the power socket. It was also advised to ask for an electrician to look after the power socket. The power supply is expected to be replaced. The monitor is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The power supply was returned and got lost before analysis. Analysis will not be conducted; however, an investigation was completed with the information provided in the complaint file. If information is provided in the future, a supplemental report will be issued.

Event description:
The power supply was returned and got lost.